Manufacturer narrative:
Initially a field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. Further testing done at the service center found the device touchscreen was not responsive along the left side. The touchscreen was successfully recalibrated. However, during testing contamination caused by fluid ingress was found on the bottom of the touchscreen connector. The probable cause of the customer contact reported touchscreen not working was due to a damaged touchscreen caused by contamination from fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility the device touchscreen was not working properly. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.